Event description:
Patient sustained injuries in a motor vehicle accident that included, but were not limited to, spinal injuries requiring surgery. Patient was implanted with 6.0mm hard rods and associated hardware. The rods were noted as broken and were removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.